Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel, adjustable pressure limiting valve, and the monitoring interface board were replaced the unit was returned to service. Block a: no patient information provided by the customer.

Event description:
The hospital reported the unit had high patient airway pressure during use. There was no report of patient injury.